Event description:
The occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the aspiration catheter and aspirated the vessel. During the aspiration the occlusion balloon deflated unexpectedly. The device was removed and replaced with another to complete the case.